Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The authorized service provider (asp) evaluated the device and observed no malfunction. The customer subsequently confirmed that the device is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The device functions within its specifications.

Event description:
Philips received a complaint regarding the heartstart xl+ defibrillator/monitor indicating a muting notification. There was reportedly no patient involvement.